Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection and functional testing noted that there were no abnormalities. A review of the system logs showed that the handle had procedures remaining. Analysis of data stored on the handle showed evidence of field programmable gate array (fpga) and, according to this data, the handle was running v29.6 software at the time of the fpga reset/reprogram failures. It was reported that the unit's adapter did not calibrate. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: forced system resets. Functional testing found that there were forced system resets seen in the handle's data. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant products: sigpshell, sig power sigpshell control shell (lot#unknown); sigadaptxl, sig power sigadaptxl linear xl adapter (sn:unknown); egia60amt, egia60amt egia 60 artic med thick sulu (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, preoperatively, when the reload was connected, after checking the jaws opening and closing, an error message of black adapter swim lane with a green outline and yellow arrow on the reload swim lane. Hence, firing could not be done. There was difficulty removing the device. To resolve the issue, another handle was used. After the surgery, the reload was connected to a demonstration handle. The reload could be connected when the device was articulated to the left. After checking the jaws opening and closing, the same message occurred. The removal still did not go well. There was no patient involved. Medtronic's initial evaluation of the returned product found that the handle shows evidence of field programmable gate array (fpga) reset/reprogram failures.